Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-03360 for the other associated device info. It was reported to boston scientific corp that two jagwires were used during a stone removal procedure performed on (B) (6) 2009 (pt over 18 years old). According to the complainant, after positioning the jagwire, the emdb tube was advanced. However, under fluoroscopy, 1cm of foreign material was identified in the bile duct. The jagwire was removed from the scope and the device distal coating was found to have detached. A second wire was inserted into the enbd tube for the tube replacement. When the second wire was removed from the tube, the same incident had occurred. The site indicated that no resistance was encountered while advancing the jagwire. The jagwire distal fragments were retrieved using the retrieval balloon. The procedure was completed with the second jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).